Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the elective replacement of the right ventricular (rv) lead, the physician noticed that there was damage to the atrial lead. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analysis found no anomalies. However, there was blood on the proximal conductor (not obstructed) and the outer insulation was had a breach/cut. The outer insulation had blood ingression. Visual analysis noted apparent explant damage. The lead was returned with the outer insulation damaged. A partial stylet was stuck in lead and the knob was cut off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.